Event description:
Vns patient reported that her device is no longer working. The patient reported that she had experienced an increase in seizure activity the day before and that she can no longer feel either normal mode or magnet mode stimulation. The patient has history of grand mal seizures and does fall down with her seizures. Lead break or generator/lead connection problem is suspected. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist (via fax x2). The neurologist indicated that he has not responded to manufacturer's requests because the patient keeps cancelling her appointments. Investigation to date has been unable to determine whether the patient has experienced an increase in seizure activity above pre-vns baseline frequency.